Event description:
Fracture: a javid-type shunt was used on a patient during a carotid endarterectomy. The shunt was removed prior to the completion of a patch angioplasty on the right carotid artery. A completion angiogram was performed at the end of the case. No deficits were noted. The patient experienced several episodes of transient ischemic attacks over the next 3 day post-op period in ICU. Multiple CT scans of the brain were negative. An ultrasound of the neck identified a "tubular structure.: upon reintervention of the area, a 3cm section of the shunt was found. The patient has regained neurologic function at this time.